Manufacturer narrative:
Additional information and correction. Section d9: device available for evaluation: yes. Section h3: evaluated by manufacturer: yes. Section h4: correction: in the initial report, the device manufacture date was jul 30, 2005. The correct date is 04/09/2001. Device evaluation: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the excimer laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse) for the reported overcorrection issue. The fse performed a technical checklist for clinical issue on s4ir and idesign. Functional and calibrational test passed. The system is working to jnj specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced overcorrection on both eyes. It was reported there was a loss of 1.0-1.5 diopters. At a 5-day post op exam, the patient¿s comments were that distance vision had improved but still fuzzy/blurry. There was dryness and discomfort more on left eye than the right eye. The patient complains of reading is poor. It was also stated under the slit lamp, the flap for the right eye (od) has trace of micro straie outside the visual acuity and the flap from the left eye (os) had inflammation. Patient was treated with an increase of vigamox, lotemax, and tear gels.